Event description:
It was reported that the check plunger sensor, audible alarm post was experienced.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had a crack on lower left front corner of top case also crack on right plunger case. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. The clutch halves were found slipping during occlusion. Abnormal wear ws found, device was less than 4 years old. Replaced lead screw and both clutch halves, upgrade the software device. Replaced speaker for preventive measure. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. The issue is not related to a previous service or repair. A CAPA was opened to investigate the primary audible alarm issue., corrected data: b5; d4: model number: 4000; d5: operator of the device: unknown; e4: customer reported to FDA: no information; h6: event problem patient code: (B)(6).

Event description:
No patient injury was reported.